Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) was explanted due to not being working properly. There were no patient consequences.